Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal procedure in mitral position where there was increased mr (mitral regurgitation) which required an intervention in the form of an additional surgery. Post index procedure mr was mild. Mr had increased to severe. A second device was implanted. The procedure was completed, and mr reduced from severe to moderate.